Event description:
Customer reported "communication error" on a pca module and pc unit. Customer reported the error occurred prior to pt contact. Customer reported the pca module would not light up or power on when attached to the pc unit. There was no pt harm reported and no medical intervention was required. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The reported communication error issue has been confirmed via log analysis but the event could not be duplicated. The returned devices were operated for approx twenty four hours while attached to an IV pole with random excessive physical manipulation of the devices without any recurrence of a communication error or other error event. Inspection of the devices identified excessive contamination and corrosion growth on the right (male) iui connector on the pcu that interfaced with the pca module. By design the iui connectors perform a wiping action of the pins during connection and disconnection of devices. It is possible the interfering contaminate that caused the customer's event had been wiped or displaced on the contact area of the pin returning continuity to the troublesome mated pin connection(s). The root cause could not be definitively identified but the most likely cause is being attributed to the contaminated right iui connector on the pcu device.